Event description:
Physician reported that suture line broke at the right side of the incision and unraveled following gynecologic procedure. Pt was reportedly vomiting at the time the sutrue was noted to break. Pt was returned to the operating room for repair. Pt recovered and no further complications were noted.